Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2024.

Event description:
It was reported the patient experienced pain at the implantable pulse generator (ipg) site. The ipg had migrated and was unable to charge it. The patient underwent an ipg replacement procedure.